Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 3.0 x 18 mm xience xpedition stent in the proximal left anterior descending artery. During the procedure, the patient experienced a mild coronary spasm following stent deployment. Medication was administered to treat the spasm and post dilatation was performed to treat the spasm. Post dilatation was performed as treatment of the spasm, per physician's normal protocol, and was not performed to treat any malapposition of the stent. The spasm resolved the same date. No serious adverse event occurred and no additional treatment was provided. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of vasoconstriction (spasm) is listed in the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent systems instructions for use as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.